Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when using the 367957 process, it was found the paper label of the product 367957 was abnormal. One blood collection tube had two labels, and one blood collection tube had no paper label."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-01-17 h.6. Investigation summary: bd received two (2) photographs and two (2) samples from the customer in support of this complaint. Evaluation of the attached photographs and returned samples shows evidence of one tube without a label and one tube with a double label. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing and double labels was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when using the 367957 process, it was found the paper label of the product 367957 was abnormal. One blood collection tube had two labels, and one blood collection tube had no paper label."